Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 29-year-old female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic tubular adenoma, cesarean section, postoperative infection and vomiting. Concurrent conditions included body mass index normal, heartbeats skipped, premature atrial contraction, allergic rhinitis, irritable bowel syndrome, kidney stone, adenoma, ovarian cyst, left lower quadrant pain, morning sickness, dysuria, iron deficiency anemia, abdominal wall strained, dizziness, blood iron decreased, heartburn, indigestion, gastritis, bronchitis, pneumonia, costochondritis, mediastinitis, intra-abdominal hematoma, postoperative abscess, endometriosis and adenomyosis. Concomitant products included amitriptyline, antidepressants, ferrous sulfate, ibuprofen and medroxyprogesterone acetate (depo-provera). In march 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("yeast infection"), haematuria ("bladder or urinary problems or changes- hematuria"), fatigue ("fatigue"), cervicitis ("chronic cervicitis") and urinary tract infection ("urinary tract infection"). On (B)(6) 2013, the patient experienced abdominal pain upper ("epigastric abdominal pain/ stomach pain/ upper abdominal pain") and abdominal distension ("bloating"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), hypoaesthesia ("numbness in legs"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and myalgia ("myalgia"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches/ head pain"). On (B)(6) 2017, the patient was found to have weight decreased ("weight loss I lost 20 lbs after my surgery due to nausea"). On (B)(6) 2017, the patient experienced nausea ("nausea I srtarte having nausea after my tubal removal and lasted up to a year."). On 21-apr-2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("intravaginal pain"), chest pain ("chest pain"), gastrointestinal pain ("gastrointestinal pain ") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with magnesium, meloxicam, omeprazole and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), vaginal cuff granulation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine and vulvovaginal pain was resolving, the menorrhagia, abdominal pain upper, hypoaesthesia, back pain and gastrooesophageal reflux disease had resolved and the vaginal haemorrhage, vulvovaginal mycotic infection, depression, anxiety, haematuria, headache, endometriosis, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, abdominal distension, musculoskeletal pain, neck pain, myalgia, cervicitis, urinary tract infection, abdominal pain, chest pain and gastrointestinal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, back pain, cervicitis, chest pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal pain, gastrooesophageal reflux disease, haematuria, headache, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, neck pain, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on 17-jun-2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: mr abdominal pain, pelvic pain, abdominal distension, nausea, haematuria, abdominal pain upper, headache, gastrooesophageal reflux disease, menorrhagia, migraine, dysmenorrhea, dyspareunia, chest pain, musculoskeletal pain, myalgia, arthralgia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 29-year-old female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic tubular adenoma, cesarean section, postoperative infection and vomiting. Concurrent conditions included body mass index normal, heartbeats skipped, premature atrial contraction, allergic rhinitis, irritable bowel syndrome, kidney stone, adenoma, ovarian cyst, left lower quadrant pain, morning sickness, dysuria, iron deficiency anemia, abdominal wall strained, dizziness, blood iron decreased, heartburn, indigestion, gastritis, bronchitis, pneumonia, costochondritis, mediastinitis, intra-abdominal hematoma, postoperative abscess, endometriosis and adenomyosis. Concomitant products included amitriptyline, antidepressants, ferrous sulfate, ibuprofen and medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("yeast infection"), haematuria ("bladder or urinary problems or changes- hematuria"), fatigue ("fatigue"), cervicitis ("chronic cervicitis") and urinary tract infection ("urinary tract infection"). On (B)(6) 2013, the patient experienced abdominal pain upper ("epigastric abdominal pain/ stomach pain/ upper abdominal pain") and abdominal distension ("bloating"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), hypoaesthesia ("numbness in legs"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and myalgia ("myalgia"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches/ head pain"). On (B)(6) 2017, the patient was found to have weight decreased ("weight loss I lost 20 lbs after my surgery due to nausea"). On (B)(6) 2017, the patient experienced procedural nausea ("nausea I srtarte having nausea after my tubal removal and lasted up to a year."). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("intravaginal pain"), chest pain ("chest pain"), gastrointestinal pain ("gastrointestinal pain ") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with magnesium, meloxicam, omeprazole and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), vaginal cuff granulation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine and vulvovaginal pain was resolving, the menorrhagia, abdominal pain upper, hypoaesthesia, back pain and gastrooesophageal reflux disease had resolved and the vaginal haemorrhage, vulvovaginal mycotic infection, depression, anxiety, haematuria, headache, endometriosis, procedural nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, abdominal distension, musculoskeletal pain, neck pain, myalgia, cervicitis, urinary tract infection, abdominal pain, chest pain and gastrointestinal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, back pain, cervicitis, chest pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal pain, gastrooesophageal reflux disease, haematuria, headache, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, myalgia, neck pain, pelvic pain, procedural nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: mr abdominal pain, pelvic pain, abdominal distension, nausea, haematuria, abdominal pain upper, headache, gastrooesophageal reflux disease, menorrhagia, migraine, dysmenorrhea, dyspareunia, chest pain, musculoskeletal pain, myalgia, arthralgia, vaginal discharge most recent follow-up information incorporated above includes: on 24-jan-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), chronic cervicitis, depression, anxiety, bladder or urinary problems or changes- hematuria, headaches, endometriosis, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), epigastric abdominal pain, bloating, vaginal discharge, fatigue, weight loss, shoulder pain, neck pain, myalgia, numbness in legs, urinary tract infection, yeast infection, abdominal pain, intravaginal pain, lower back pain, gastrointestinal pain, acid reflux, chest pain were added. Outcome of pelvic pain, migraines updated to recovering / resolving. New reporters, patient information, treatment and concomitant drug , medical history and lab data were added. Vaginal cuff granulation is clubbed with removal surgery bilateral salpingectomy, total hysterectomy and added in event pelvic pain incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), device breakage ('he informed me that the only option to remove the fragments was a hysterectomy which he performed/ metal fragments in uterus') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic tubular adenoma, cesarean section, postoperative infection and vomiting. Previously administered products included for an unreported indication: imitrex, nasonex and pepcid. Concurrent conditions included body mass index normal, heartbeats skipped, premature atrial contraction, allergic rhinitis, irritable bowel syndrome, kidney stone, adenoma, ovarian cyst, left lower quadrant pain, morning sickness, dysuria, iron deficiency anemia, abdominal wall strained, dizziness, blood iron decreased, heartburn, indigestion, gastritis, bronchitis, pneumonia, costochondritis, mediastinitis, intra-abdominal hematoma, postoperative abscess, endometriosis and adenomyosis. Concomitant products included amitriptyline, antidepressants, ferrous sulfate, ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), haematuria ("bladder or urinary problems or changes- hematuria"), vulvovaginal mycotic infection ("yeast infection"), urinary tract infection ("urinary tract infection"), cervicitis ("chronic cervicitis") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced abdominal pain upper ("epigastric abdominal pain/ stomach pain/ upper abdominal pain") and abdominal distension ("bloating"), 8 months 3 days after insertion of essure. In 2014, the patient experienced musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), myalgia ("myalgia"), depression ("depression"), anxiety ("anxiety") and hypoaesthesia ("numbness in legs and arm"). In 2015, the patient experienced migraine ("migraines/ headache/ chronic migraines"). On (B)(6) 2017, the patient was found to have weight decreased ("weight loss I lost 20 lbs after my surgery due to nausea"). On (B)(6) 2017, the patient experienced nausea ("nausea I srtarte having nausea after my tubal removal and lasted up to a year/ morning sickness"). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("intravaginal pain"), gastrointestinal pain ("gastrointestinal pain"), chest pain ("chest pain/ asthma like pain in my upper chest"), gastrooesophageal reflux disease ("acid reflux"), postural orthostatic tachycardia syndrome ("postural tachycardia syndrome"), palpitations ("heart palpitation"), dizziness ("dizziness"), hot flush ("hot flashes"), nervous system disorder ("nerves issues"), gastritis ("stomach inflammation"), breast pain ("sore breasts"), decreased appetite ("low appetite"), arthralgia ("joint pain"), anaemia ("my iron level got to 4"), paraesthesia ("tingling"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), morning sickness ("morning sickness"), cyst ("cyst") and pain in extremity ("leg pain"). The patient was treated with magnesium, meloxicam, omeprazole and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), vaginal cuff granulation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain and migraine was resolving, the device breakage, musculoskeletal pain, neck pain, abdominal pain, gastrointestinal pain, chest pain, vaginal haemorrhage, haematuria, dysmenorrhoea, dyspareunia, abdominal distension, vulvovaginal mycotic infection, urinary tract infection, cervicitis, myalgia, depression, anxiety, endometriosis, nausea, fatigue, weight decreased, postural orthostatic tachycardia syndrome, palpitations, dizziness, hot flush, nervous system disorder, gastritis, breast pain, decreased appetite, arthralgia, anaemia, paraesthesia, genital haemorrhage, alopecia, morning sickness and cyst outcome was unknown and the back pain, abdominal pain upper, menorrhagia, gastrooesophageal reflux disease and hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, back pain, breast pain, cervicitis, chest pain, cyst, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastritis, gastrointestinal pain, gastrooesophageal reflux disease, genital haemorrhage, haematuria, hot flush, hypoaesthesia, menorrhagia, migraine, morning sickness, musculoskeletal pain, myalgia, nausea, neck pain, nervous system disorder, pain in extremity, palpitations, paraesthesia, pelvic pain, postural orthostatic tachycardia syndrome, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: mr abdominal pain, pelvic pain, abdominal distension, nausea, haematuria, abdominal pain upper, headache, gastrooesophageal reflux disease, menorrhagia, migraine, dysmenorrhea, dyspareunia, chest pain, musculoskeletal pain, myalgia, arthralgia, vaginal discharge lot number: a66679, manufacture date: 2012-11, expiration date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: on (B)(6) 2013. She implanted essure (previously reported as (B)(6) 2013). Added events joint pain, my iron level got to 4, tingling, heavy bleeding, hair loss, morning sickness, cyst, leg pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and device breakage ('he informed me that the only option to remove the fragments was a hysterectomy which he performed') in a 29-year-old female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic tubular adenoma, cesarean section, postoperative infection and vomiting. Previously administered products included for an unreported indication: imitrex, nasonex and pepcid. Concurrent conditions included body mass index normal, heartbeats skipped, premature atrial contraction, allergic rhinitis, irritable bowel syndrome, kidney stone, adenoma, ovarian cyst, left lower quadrant pain, morning sickness, dysuria, iron deficiency anemia, abdominal wall strained, dizziness, blood iron decreased, heartburn, indigestion, gastritis, bronchitis, pneumonia, costochondritis, mediastinitis, intra-abdominal hematoma, postoperative abscess, endometriosis and adenomyosis. Concomitant products included amitriptyline, antidepressants, ferrous sulfate, ibuprofen and medroxyprogesterone acetate (depo-provera). In march 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), haematuria ("bladder or urinary problems or changes- hematuria"), vulvovaginal mycotic infection ("yeast infection"), urinary tract infection ("urinary tract infection"), cervicitis ("chronic cervicitis") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced abdominal pain upper ("epigastric abdominal pain/ stomach pain/ upper abdominal pain") and abdominal distension ("bloating"). In 2014, the patient experienced musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), myalgia ("myalgia"), depression ("depression"), anxiety ("anxiety") and hypoaesthesia ("numbness in legs"). In 2015, the patient experienced migraine ("migraines/ headache"). On (B)(6) 2017, the patient was found to have weight decreased ("weight loss I lost 20 lbs after my surgery due to nausea"). On (B)(6) 2017, the patient experienced nausea ("nausea I srtarte having nausea after my tubal removal and lasted up to a year."). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("intravaginal pain"), gastrointestinal pain ("gastrointestinal pain"), chest pain ("chest pain") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with magnesium, meloxicam, omeprazole and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), vaginal cuff granulation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain and migraine was resolving, the device breakage, musculoskeletal pain, neck pain, abdominal pain, gastrointestinal pain, chest pain, vaginal haemorrhage, haematuria, dysmenorrhoea, dyspareunia, abdominal distension, vulvovaginal mycotic infection, urinary tract infection, cervicitis, myalgia, depression, anxiety, endometriosis, nausea, fatigue and weight decreased outcome was unknown and the back pain, abdominal pain upper, menorrhagia, gastrooesophageal reflux disease and hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, back pain, cervicitis, chest pain, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal pain, gastrooesophageal reflux disease, haematuria, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, neck pain, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: mr abdominal pain, pelvic pain, abdominal distension, nausea, haematuria, abdominal pain upper, headache, gastrooesophageal reflux disease, menorrhagia, migraine, dysmenorrhea, dyspareunia, chest pain, musculoskeletal pain, myalgia, arthralgia, vaginal discharge. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs received : event "device breakage" were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and device breakage ('he informed me that the only option to remove the fragments was a hysterectomy which he performed') in a 29-year-old female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic tubular adenoma, cesarean section, postoperative infection and vomiting. Previously administered products included for an unreported indication: imitrex, nasonex and pepcid. Concurrent conditions included body mass index normal, heartbeats skipped, premature atrial contraction, allergic rhinitis, irritable bowel syndrome, kidney stone, adenoma, ovarian cyst, left lower quadrant pain, morning sickness, dysuria, iron deficiency anemia, abdominal wall strained, dizziness, blood iron decreased, heartburn, indigestion, gastritis, bronchitis, pneumonia, costochondritis, mediastinitis, intra-abdominal hematoma, postoperative abscess, endometriosis and adenomyosis. Concomitant products included amitriptyline, antidepressants, ferrous sulfate, ibuprofen and medroxyprogesterone acetate (depo-provera). In march 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), haematuria ("bladder or urinary problems or changes- hematuria"), vulvovaginal mycotic infection ("yeast infection"), urinary tract infection ("urinary tract infection"), cervicitis ("chronic cervicitis") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced abdominal pain upper ("epigastric abdominal pain/ stomach pain/ upper abdominal pain") and abdominal distension ("bloating"). In 2014, the patient experienced musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), myalgia ("myalgia"), depression ("depression"), anxiety ("anxiety") and hypoaesthesia ("numbness in legs"). In 2015, the patient experienced migraine ("migraines/ headache"). On (B)(6) 2017, the patient was found to have weight decreased ("weight loss I lost 20 lbs after my surgery due to nausea"). On (B)(6) 2017, the patient experienced nausea ("nausea I started having nausea after my tubal removal and lasted up to a year."). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("intravaginal pain"), gastrointestinal pain ("gastrointestinal pain"), chest pain ("chest pain") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with magnesium, meloxicam, omeprazole and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), vaginal cuff granulation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain and migraine was resolving, the device breakage, musculoskeletal pain, neck pain, abdominal pain, gastrointestinal pain, chest pain, vaginal haemorrhage, haematuria, dysmenorrhoea, dyspareunia, abdominal distension, vulvovaginal mycotic infection, urinary tract infection, cervicitis, myalgia, depression, anxiety, endometriosis, nausea, fatigue and weight decreased outcome was unknown and the back pain, abdominal pain upper, menorrhagia, gastrooesophageal reflux disease and hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, back pain, cervicitis, chest pain, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal pain, gastrooesophageal reflux disease, haematuria, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, neck pain, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: mr abdominal pain, pelvic pain, abdominal distension, nausea, haematuria, abdominal pain upper, headache, gastrooesophageal reflux disease, menorrhagia, migraine, dysmenorrhea, dyspareunia, chest pain, musculoskeletal pain, myalgia, arthralgia, vaginal discharge lot number: a66679 manufacture date: 2012-11 expiration date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and device breakage ('he informed me that the only option to remove the fragments was a hysterectomy which he performed') in a 29-year-old female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic tubular adenoma, cesarean section, postoperative infection and vomiting. Previously administered products included for an unreported indication: imitrex, nasonex and pepcid. Concurrent conditions included body mass index normal, heartbeats skipped, premature atrial contraction, allergic rhinitis, irritable bowel syndrome, kidney stone, adenoma, ovarian cyst, left lower quadrant pain, morning sickness, dysuria, iron deficiency anemia, abdominal wall strained, dizziness, blood iron decreased, heartburn, indigestion, gastritis, bronchitis, pneumonia, costochondritis, mediastinitis, intra-abdominal hematoma, postoperative abscess, endometriosis and adenomyosis. Concomitant products included amitriptyline, antidepressants, ferrous sulfate, ibuprofen and medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), haematuria ("bladder or urinary problems or changes- hematuria"), vulvovaginal mycotic infection ("yeast infection"), urinary tract infection ("urinary tract infection"), cervicitis ("chronic cervicitis") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced abdominal pain upper ("epigastric abdominal pain/ stomach pain/ upper abdominal pain") and abdominal distension ("bloating"). In 2014, the patient experienced musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), myalgia ("myalgia"), depression ("depression"), anxiety ("anxiety") and hypoaesthesia ("numbness in legs"). In 2015, the patient experienced migraine ("migraines/ headache"). On (B)(6) 2017, the patient was found to have weight decreased ("weight loss I lost 20 lbs after my surgery due to nausea"). On (B)(6) 2017, the patient experienced nausea ("nausea I srtarte having nausea after my tubal removal and lasted up to a year/ morning sickness"). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("intravaginal pain"), gastrointestinal pain ("gastrointestinal pain"), chest pain ("chest pain"), gastrooesophageal reflux disease ("acid reflux"), postural orthostatic tachycardia syndrome ("postural tachycardia syndrome"), palpitations ("heart palpitation"), dizziness ("dizziness"), hot flush ("hot flashes"), nervous system disorder ("nerves issues"), gastritis ("stomach inflammation"), breast pain ("sore breasts") and decreased appetite ("low appetite"). The patient was treated with magnesium, meloxicam, omeprazole and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), vaginal cuff granulation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain and migraine was resolving, the device breakage, musculoskeletal pain, neck pain, abdominal pain, gastrointestinal pain, chest pain, vaginal haemorrhage, haematuria, dysmenorrhoea, dyspareunia, abdominal distension, vulvovaginal mycotic infection, urinary tract infection, cervicitis, myalgia, depression, anxiety, endometriosis, nausea, fatigue, weight decreased, postural orthostatic tachycardia syndrome, palpitations, dizziness, hot flush, nervous system disorder, gastritis, breast pain and decreased appetite outcome was unknown and the back pain, abdominal pain upper, menorrhagia, gastrooesophageal reflux disease and hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, back pain, breast pain, cervicitis, chest pain, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastritis, gastrointestinal pain, gastrooesophageal reflux disease, haematuria, hot flush, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, neck pain, nervous system disorder, palpitations, pelvic pain, postural orthostatic tachycardia syndrome, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: mr abdominal pain, pelvic pain, abdominal distension, nausea, haematuria, abdominal pain upper, headache, gastrooesophageal reflux disease, menorrhagia, migraine, dysmenorrhea, dyspareunia, chest pain, musculoskeletal pain, myalgia, arthralgia, vaginal discharge lot number: a66679 manufacture date: 2012-11 expiration date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: new social media received- new events added: postural tachycardia syndrome, heart palpitation, dizziness,hot flashes,nerves issues,stomach inflammation, sore breasts,low appetite, incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.